Manufacturer narrative:
Additional information has been requested from the user facility. To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported the following incident: the tubing came apart above the three-way stopcock, leading to a csf leak. The set was changed by the physician in 2007. No injury was reported.